Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The wife reported via phone call that the customer experienced low blood glucose between 50 mg/dl and 60 mg/dl. The wife believed the customer's rates needed to be adjusted. The customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.